Manufacturer narrative:
(B)(4).

Event description:
The first hawkone device was inserted into the body and 4 passes were completed. The physician pulled device out to clean. While cleaning the hawkone, there was plaque protruding from the sidewall of the catheter. The physician replaced the hawkone with a second hawkone. The device entered the body, and 3 passes were completed. The device was removed for cleaning and the same issue occurred, with the plaque protruding from the sidewall of the catheter. A third plaque excision device was pulled, but would not work, therefore, the procedure was completed with dcb. No injury reported.

Event description:
Evaluation summary: the hawkone device was received for investigation. The distal assembly was inspected and the cutter was advanced within the distal assembly. A tear to the tecothane coating was observed which ran parallel to the coils 2cm from the cutter window.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.